Manufacturer narrative:
See MFR 3012307300-2017-02153. Weight recorded as (B)(6), but no units given.

Event description:
It was reported that a patient experienced a blood glucose level of 253 mg/dl while using a cleo® 90 infusion set. The patient administered a bolus to address the high blood glucose. The patient reported being unsure of the suspected cause. It is reasonable that the suspected cause could have been attributed to the device. There were no other adverse health outcomes.